Event description:
The customer was hospitalized for low bgs. The contact stated that the pump reservoir was empty and had been filled the night before the admission. The infusion set was changed. Customer was found in shock, the bed was wet and the reservoir was empty. Troubleshooting was performed. The insulin concentration was correct. Also it was reported that the pump was dropped several days prior to the event.